Event description:
Caller reported experiencing a cartridge alarm 20 but confirmed that there was no adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to replace the pump. Since no backup therapy was available, the customer planned to contact their healthcare provider. Customer expressed interest in obtaining an out-of-warranty loaner pump.